Manufacturer narrative:
Evaluation results: six portex endotracheal tubes were returned for investigation in new conditions with their original closed packaging. One sample was received in used condition without its original packaging. The returned samples were visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. The cuff of the used sample was inflated using a syringe and then submerged under water. This was done in order to detect any leakage. The cuff was observed to leak between the valve and the pilot balloon. The customer complaint was therefore confirmed.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Additional information provided: h3, h6 and h10 a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. (B)(4) samples were returned for evaluation and (B)(4) samples were received in new conditions with their original closed packaging and (B)(4) sample was received in used conditions without its original packaging. The returned samples were visually inspected at a distance of (B)(4) and normal conditions of illumination. No discrepancies were found. The cuff of the returned used sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out between valve and pilot balloon. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root causes are solvent missing between pilot balloon and valve or lack of detection by the production personnel on the leak test area. Per previous in-process discrepancy report updated in order to reference parameters for the dispenser. Retraining in the procedure to maintenance technicians was conducted by quality engineer on 23/may/2019. Retraining in the procedure tracheal manual flow line. Bell-out, fit inflation line and leak test to the production personnel was conducted by the quality engineer and production supervisor on 23/may/2019.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a portex clear eyesoft seal cuff tracheal tube pilot balloon was found to be leaking while in use with a patient. Subsequently, the tube was removed and replaced with a new tube. It was also noted the reporter performed tests in water with the device to verify the leak. No adverse patient effects were reported.